Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. The patient has a known history of gi bleeding and chronic anemia. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Related complaints for this event: related complaint:: (cmp-(B)(4))-3007042319-2015-04035. Related complaint:: (cmp-(B)(4))-3007042319-2016-16011. Related complaint: (cmp-(B)(4))-3007042319-2016-02735. Related complaint: (cmp-(B)(4))-3007042319-2017-00081. Related complaint: (cmp-(B)(4))-3007042319-2017-00100. Related complaint: (cmp-(B)(4))-3007042319-2017-01451. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the ventricular assist device (vad) coordinator that the patient was seen at the (B)(6) center on (B)(6) 2017 for a blood transfusion for gastrointestinal bleed (gib). Two units of packed red blood cells (prbc) were transfused. It was noted that the patient is chronically anemic.  Hemoglobin (hgb) dropped to 5.0 from a baseline in the 7s.  The patient's current anticoagulation regimen includes warfarin and aspirin. The patient was admitted to the hospital and labs showed hgb 7.4, international normalized ratio (inr) 2.8, and lactate dehydrogenase (ldh) 177.  Hgb dropped to 6.8 on (B)(6) 2017 so the patient was transfused an additional unit of prbcs.  The gi team has been consulted and is planning on an upper endoscopy (egd). The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was admitted to the hospital on (B)(6) 2017 for a hemoglobin (hgb) of 5.2 down from 8.8 on (B)(6) 2017. Hgb 6.6 after admission and 2 units of packed red blood cells (prbcs). The patient received another 2 units of prbcs and hgb was 8.1 on (B)(6) 2017. International normalized ratio (inr) was 1.7 on admission (goal 2.0-2.5) and 1.3 on (B)(6) 2017 being bridged with intravenous (IV) heparin. Suspected source is gastrointestinal (gi) tract, but active bleeding was never verified. Colonoscopy on (B)(6) 2017 was negative for any active bleeding.